Event description:
The customer reported the ventilator's backup alarm was not fuctioning when the ventilator was disconnected from ac power and there was no backup battery in place. The customer reported the ventilator was not in use on a pt, therefore, there was no pt involvement or harm. The respironics service technician confirmed the customer reported problem. The serivce technician replaced the main board and the backup alarm to correct the problem. Performance verification testing was completed and passed per operating specifications.